Manufacturer narrative:
Super poligrip is mfg in (B)(4), and neither the product nor lot number for this product was available. (B)(4).

Event description:
This case was reported by a lawyer and described the occurrence of unspecified event in a female pt who received super poligrip as a denture adhesive. A physician or other health care professional has not verified this report. On an unk date, the pt used super poligrip at unk dosing. At an unk time after using super poligrip, the pt experienced an unspecified event. At the time of reporting, the outcome of the event was unk. F/u info was received on 6/19/2012 via medical records. On (B)(6) 2002, the pt was seen by neurology with complaints of burning pain in the hands, below the elbows, and in the feet below the thighs and paresthesias on the rest of her body since 2001. The process started in the fingers, but spread to involve the hands and feet in the year 2002 (according to initial eval on (B)(6) 2002). The pt had a history of a bulging c5/6 disk and left rotator cuff surgery. The pt's history was strongly consistent with a small fiber neuropathy. The pt was wheelchair bound since (B)(6) 2003. On (B)(6) 2004, the pt's copper level was 13 mcg/dl (normal 80 to 155). On (B)(6) 2008, the pt was seen in consultation for her myelopathy (initial second opinion was on (B)(6) 2008). The pt had been evaluated extensively in the past. She began having numbness in her fingertips in 1999. She began having progressive symmetric upper extremity sensory loss, burning, hand atrophy, and weakness. After about two years, she developed similar symptoms in her toes, and after about one year, she was wheelchair bound. Her symptoms progressed for a total of about three to four years, but have been stable for the past five years, without any new symptoms. The pt had a low vitamin b12 level and a low serum copper level. For the past year, she had been having monthly intravenous (IV) copper treatments (requiring hospitalizations) without any significant improvement in her symptoms. The pt had a profound cervical myelopathy with elements of a distal motor neuropathy. In the absence of any significant response over the past year, the physician did not think the pt's symptoms would improve with further IV copper treatments. The physician thought it was reasonable to discontinued the IV copper treatments, but continue oral copper replacement. The pt was disabled from gainful employment by this illness. On (B)(6) 2011, the pt's copper and zinc levels were normal. This case had been upgraded to medically serious by gsk.